Event description:
"The tibial components were revised. The components were implanted in situ for 0.95y. The pt presented with a ucla score of 3 three months prior to revision surgery." Note: medical records and x-rays were not provided to stryker for review.